Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) is consistent with use. The stent was stationary on the tightly folded balloon between the markers. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported failure to advance. Analysis noted there was one flared strut on the first row of distal struts and there were multiple kinks and bends noted to the sds. Since this damage was not reported in the incident information, the stent damage, kinks, and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance. It was reported that a dissection occurred. Dissection, as listed in the mini vision instruction for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, there was no report of any device malfunction at the time of the stent implant; however, a conclusive cause for the reported dissection, and its relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance appears to be related to the operational context of the procedure. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: dissection requiring surgical intervention. Time of adverse event: during use. It was reported that the two xience stents were attempted but failed to cross. The mini vision was then attempted, but also failed to cross. During the crossing attempt, a dissection occurred and the patient was sent to emergent coronary artery bypass surgery (CABG). The physician feels that the dissection was not due to the device. There is no information available as to whether the CABG was performed to treat the dissection or the lesion; therefore, this will be conservatively reportable. No additional event or patient information was provided.